Manufacturer narrative:
Device has not returned for investigation. Manufacturing records and labeling reviewed and no non-conformances issued associated with this issue. Information received from site; the cause of death was not related that they are aware of, specifically to the catheter. The catheter was not removed due to critical condition of patient related to admission.

Event description:
When performing a paracentesis procedure on (B)(6) 2017. They put the drainer into the patient, and then pulled the needle out of the sheath/catheter. Then, attached a syringe and pulled out about 2 cc of fluid, and the hub broke loose from the catheter while they were drawing back the fluid into the syringe (the hub was attached to the syringe, but the catheter/sheath was still in the patient). As of (B)(6) 2017, the catheter was still in the patient. Received a phone call on (B)(6) 2017 to report the patient died. Additional information was received december 27, 2017; the cause of death was not related that they are aware of, specifically to the catheter. The catheter was not removed due to critical condition of patient related to admission.

Manufacturer narrative:
Complaint history records have been reviewed and there were no records received by the supplier for similar occurrences. No complaints have been received by this supplier for the remainder of units of this lot number. Supplier investigation results: one sample has been returned consists of hub of the dilator only and the complaint has been confirmed. Customer also returned 25 additional samples from the same lot and tensile pull force of the hub to tube passed pull test to tube without any abnormality. Supplier identified potential root cause as manufacturing operator error and initiated a CAPA to review for potential improvements to the dilator hub mold process. As reported by the site, they are aware the cause of death was not related specifically to the catheter. The catheter was not removed due to critical condition of patient related to admission as reported.